Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming system was inconsistently communicating with generators. Patient therapy was not affected by these intermittent issues. A company representative performed troubleshooting and determined that the serial cable was loose. The serial cable was replaced with a new cable. The programming system then interrogated and performed as normal. The faulty serial cable was discarded following the troubleshooting. Therefore product analysis cannot be completed.

Manufacturer narrative:
Corrected data: this information was inadvertently left off on mfg. Report #0. Information was inadvertently listed wrong on mfg. Report #0.

Event description:
The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.